Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent alarms stating that the cartridge could not be used during pumping. There was no impact to the customer's blood glucose level. Reportedly, the customer was able to successfully load a new cartridge and resume insulin delivery.